Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced multiple incidents of a low blood glucose (bg) level (40 mg/dl or lower) and a temporary basal rate was set to address the low bg. The customer did not know what caused the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirms in pump logs on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rates were adjusted higher on (B)(6) 2017 compared to (B)(6) 2017. Basal rate settings have since been decreased. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate settings may have attributed to low bg levels. There was no evidence of device malfunction.